Event description:
It was reported that the catheter was placed in the operating room. While in use, they discovered the catheter was leaking at the hemostasis valve. As a result, it was exchanged for the pt. They do not know if this caused a delay in treatment and there was no pt death or complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.